Manufacturer narrative:
The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the nasolabial folds and pyriform space with 1 ml of juvéderm® ultra plus xc. Patient experienced pain, skin discoloration and later specified it as vascular occlusion. The patient received several rounds of hylenex to dissolve. The event is ongoing.